Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that patient had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 48 mg/dl. The customer was treated with eating fried food and ice cream. The customer was experiencing low blood glucose in the past three to four days. The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose at time of incident was 48 mg/dl. The customer was advised that everything has been checked and everything looks well. The customer was transfer over to senor tech to finish troubleshooting on care link.